Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg and occlusion was addressed by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to perform the air removal step when filling the cartridge.